Event description:
The following event was reported. "Doctor called to report on an interim analysis of a study he has ben conducting on tha patients with accolade ii and 36mm heads, comparing results of cocr heads and ceramic heads. He has 2 groups of approximately 17 each, and has been measuring ion levels. He reported that none of those with ceramic heads have elevated ion levels. However, he reported that 2/3 of those with cocr heads had ion levels that were in his opinion elevated. Of those, 2 patients have reported symptoms and were evaluated by MRI, and both showed evidence of a synovial reaction. Neither has been revised. One patient was offered a revision, but the patient declined and later reported that the symptoms had improved. He has stopped using cocr 36mm heads and is exclusively using ceramic for 36mm at this point."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade ii. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Devices remain implanted.